Manufacturer narrative:
Correction: b5.

Event description:
It was reported patient's ipg was set into surgery mode for an unrelated procedure. Additional information reported a manufacturer representative met with patient and recovered the ipg via troubleshooting. Therapy was restored.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Next course of action is undetermined at this time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: g3: the date received by manufacturer should have been may 5, 2025, rather than may 19, 2025. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.